Event description:
It was reported that a patient with atrial fibrillation was referred for a cryoablation procedure using the contour sheath. During the procedure, the dilator was not locked into the sheath, and while advancing the sheath, the guidewire became kinked, resulting in disruption and injury to the iliac vein. This injury necessitated a blood transfusion. The procedure was aborted after the use of atransseptal device, and no ablation was performed. The event led to an extended hospitalization for the patient. It was noted that the patient is doing well and was planned for discharge. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.